Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 medical device problem code.

Manufacturer narrative:
D10: (B)(6) 320-08-46 - glenosphere exp 46mm +4mm offset. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 322-10-05 - humeral adapter tray, +5. (B)(6) 322-46-03 - 145-deg pe 46mm hum liner +2.5. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent a left reverse shoulder replacement. Subsequently, the patient experienced pain. As a result, the patient underwent a reverse shoulder revision of their left side approximately 7 months after initial surgery. No further patient impact reported.